Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: nerve compression 1 year after spondylodese levels implanted: l5-s1 it was reported that post-op, after one year, cannulated screw broke at s1. The patient had no complaints after 10 months, but suddenly there were some irradiation to the right leg. Patient suffered from nerve compression. After one year there was not enough fusion between l5-s1. The screw was taken out during revision surgery and the surgeon placed new screw at s1.

Manufacturer narrative:
Product analysis: the mas was returned with the bone screw broken just under the head. There is significant surface damage to the portion of the bone screw that was stuck in the bone. The damaged would appear to be the result of the removal process. There are beach marks running through almost the entire fracture surface indicating cyclic fatigue. When reviewing the saddle of the mas it is noted that the rod does not appear to have been seated evenly in the saddle, which could place extra stress on the screw. The fracture does appear to be the result of cyclic fatigue followed by overload. If information is provided in the future, a supplemental report will be issued.